Manufacturer narrative:
H4: device manufactured between march 20, 2020 to march 21, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed that a leak at the spike port bonding area. The reported condition was verified.  By the nature of the sample, no additional tests could be performed. The cause could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) solution bag leaked from the "center port"; a droplet of solution would appear on the port that was "clear with amber color" each time the customer would squeeze the bag. This occurred prior to use. There was no patient involvement. No additional information is available.